Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. The insulin pump received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump was damaged. It was mentioned that there were cracks on the reservoir compartment. Customer's blood glucose was unknown at the time of the incident. Customer was advised the insulin pump will be replaced. The product will not be returned for analysis.